Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It has been reported to philips that there was smoke coming from the x-ray generator while a patient was on the table. The patient was moved to another room where the procedure was completed. There was no patient or user harm.

Manufacturer narrative:
Philips investigated the converter and confirmed that an inside component (x2 capacitor) failed due to hospital main disturbances. Converters are ul 94 certified, and therefore any possible fire will self-extinguish. The replacement of the converter and cables in one converter solved the issue.